Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was interoperative bleeding because of clip malformation - the clip were either too loose around the vessel or they were scissored. It is unk how many clips were affected. No vessels were severed. The hospital was unable to quantify the amount of blood loss, however, indicate there was no major bleeding and the pt was fine. A automatic clip applier was used to manage the bleeding. Surgery was prolonged ten minutes. Another device was used to complete the case. There were no adverse consequences to the pt. No product is being returned.

Manufacturer narrative:
(B) (4): info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed.